Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device was spitting clips out of the jaws. There was no clip found in the patient. They used another like device to complete the procedure. No patient consequence was reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.